Event description:
It was reported that during use with bd facslyric¿ facsflow on biohazard leaked outside of instrument. The following information was provided by the initial reporter, translated from (B)(6) to english: during the inspection, leakage from the needle was observed during washing in the sit flush procedure. Facsflow leakage to rinse the needle. 1. Was the leak contained within the instrument? No, drops of liquid fell from the needle onto the table during the sip clean procedure . 2. Was the leak in a customer accessible location? Yes. 3. Was there spray of fluid under pressure? No. 4. What was the fluid that leaked? Facsflow washes the needle removed from the sample tube with biological material. So the facsflow was leaking with an admixture of biological material. 5. What is the source of leak -- waste line or non-waste line? Leakage from sip due to blocked drain (waste) line. This is a fairly common problem in lyric / verse instruments. There is a normally closed pinch valve v8 in which the tubing is clamped. The tubing sticks and the problems described in the case arise. The problem looks small but when we look at it, it looks quite serious. 6. Was the customer exposed to blood or bodily fluids? Yes, as a mixture described in point 4. 7. Was there any physical harm to the customer as a result of the leak? No.

Manufacturer narrative:
H6: investigation summary: scope of issue: the scope of issue is only limited to facslyric 3l10c instrument, part # 659180, and serial # (B)(6). Problem statement: customer reported complaint on a leakage of biohazard not contained within the instrument. Manufacturing defect trend: there are 0 qns (quality notifications) related to the reported issue. Date range from 06nov2019 to date 06nov2020. Complaint trend: there are 2 complaints related to the above problem. Date range from 06nov2019 to date 06nov2020. Manufacturing device history record (DHR) review: DHR part #659180 serial # (B)(6), file # 659180-659180-r659180000460-106340929-19, was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the leakage was due to a closed pinch valve tube. The pinch valve¿s default state is pinched shut, so if an instrument is unused for a prolonged amount of time this tubing will be worn, closed shut or not fully open and will have to either be exercised/massaged and reconnected or replaced entirely. Blockage of this tube can commonly cause weakened aspiration of the sit and lead to dripping. The fse (field service engineer) observed the issue and referred to wo-01667634 when making the decision to replace the pinch valve tubing (pn 337033) connected to the v8 valve. No parts were requested for evaluation as tubing is not from stock inventory and the defective tubing was discarded. After the repair the instrument was tested and was performing as expected. Although leakage of biohazard material can cause harm to the customer from exposure to samples and chemicals, the customer did not come in contact with the leaked fluid and was not harmed in any way. There was no spray and the leakage was not under pressure, so there was no significant increase in the risk of exposure. Additionally, while patient samples were used during the tests that had leakages, the results of these tests were not used for any diagnosis and no patients were harmed in any way. After the repair, the instrument was rebooted, tested and functioning as expected. The safety risk is moderate, s3, and there was no impact to customer health or safety. Service max review: review of related work order #: 01676237, case # (B)(4). Install date: 08nov2019. Defective part number: n/a. Work order notes: subject / reported: 659180 - facslyric 3l10c instrument, s / n: (B)(6) - leaking needle during sit flush. Problem description: during the inspection, leakage from the needle was observed during washing in the sit flush procedure. Facsflow leakage to rinse the needle. Work performed: the problem was solved during the review of wo-01667634 by replacing the hose stuck in the valve p / n: 337033 work performed. Cause: hose stuck in the v8 valve. Solution: tube replacement. Returned sample evaluation: a return sample was not requested because the replaced part is not returnable and was discarded. Risk analysis: risk management file part # 10000063058, vers. X, bd facslyric system risk analysis was reviewed. No new hazards have been identified and the current mitigation is sufficient. Hazard(s) identified? Yes no. Tfs ID: 89169 . ID: libivd-ra-61 2.1.6 . Reg status: ivd; ruo . Hazard: exposure to biological sample . Cause: back drip from injection port (sit) . Harmful effects: harm to operator. (Exposure to stained sample). Risk control: sit design to capture back drops. Provide instruction for universal precautions. Reg link (tfs ID): 93132 libivd-did-262 sample preservation during pause . Implementation verification: lsvn-1008-dp sit backflow control, libivd-se-15-51ir . Effectiveness verification: lsvn-1008-dr, libivd-se-15-51ir . Probability: 1 . Severity: 3 . Risk index: 3 . Residual risk evaluation: a . New hazards: none . Tfs ID: 89227 . ID: libivd-ra-247 3.1.25 . Reg status: ivd; ruo . Hazard: instrument temporarily inoperable. Source: sit fmea . Cause: sample line collapses preventing sample delivery. Tubing becomes worn/damaged during "stinger" operation. Low event rate. Harmful effects: 1) delay in results. 2) tubing must be replaced. 3) customer annoyance. Risk control: proper service loops for peeksil tube so that it does not wear and kink at the connection points. Reliability test to provide estimate life of peeksil tube and recommended replacement schedule. Reliability sit protocol reg link (tfs ID): n/a . Implementation verification: reliability life testing completed via protocol. Protocol name: liberty sit reliability test protocol. Libivd-se-15-72p effectiveness verification: published reliability report which demonstrated at least 1.5 years of life with no significant damage or kinks. Report name: liberty sit reliability report. Libivd-se-15-72f . Probability: 2 . Severity: 2 . Risk index: 4 . Residual risk evaluation: a . New hazards: none . Mitigation(s) sufficient yes no. Root cause: based on the investigation results the root cause was due to a shut pinch valve tubing. Conclusion: based on the investigation results, the root cause of the customer observing the sit dripping during the sit flush was a worn pinch valve tube. The fse replaced the pinch valve tubing while referencing work order 01667634 and after the repair the instrument was no longer dripping. No one was harmed or injured during this incident, and no medical diagnosis was performed due to the leakage. The safety risk is moderate, s3, and there was no impact to customer health or safety. H3 other text : see h10.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use with bd facslyric¿ facsflow on biohazard leaked outside of instrument. The following information was provided by the initial reporter, translated from (B)(6) to english: during the inspection, leakage from the needle was observed during washing in the sit flush procedure. Facsflow leakage to rinse the needle. Was the leak contained within the instrument? No, drops of liquid fell from the needle onto the table during the sip clean procedure. Was the leak in a customer accessible location? Yes. Was there spray of fluid under pressure? No. What was the fluid that leaked? Facsflow washes the needle removed from the sample tube with biological material. So the facsflow was leaking with an admixture of biological material. What is the source of leak -- waste line or non-waste line? Leakage from sip due to blocked drain (waste) line. This is a fairly common problem in lyric / verse instruments. There is a normally closed pinch valve v8 in which the tubing is clamped. The tubing sticks and the problems described in the case arise. The problem looks small but when we look at it, it looks quite serious. Was the customer exposed to blood or bodily fluids? Yes, as a mixture described in point 4. Was there any physical harm to the customer as a result of the leak? No.